Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des was implanted in the distal left circumflex and one endeavor sprint des was implanted in the mid rca. Approximately 44 months post procedure patient died. The cause of death was unknown. Death was classified as cardiac death.